Manufacturer narrative:
Sample information was not provided. Prior to the event, tg qc results were within the laboratory's established ranges. A bec field service engineer (fse) was dispatched and discovered that the sample mixer paddle was not getting washed properly. The fse corrected the problem and ran a 20 sample precision run with good results. A correlation study was also performed with an alternate instrument and yielded good results.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously high triglyceride (tg) results generated by the synchron lx20 pro clinical system. No false results were reported out of the lab. Intermittently, some patient sample results run for tg were either suppressed results or tg initial absorbance high results. When the samples were repeated, the results were in the 100's (mg/dl). Specific results were not provided by the customer. There was no change to patient treatment attributed to or connected to this event.